Manufacturer narrative:
Device is not available for analysis and therefore, the reported "particle plastic" present on the device cannot be confirmed by allergan. Review of device history record confirmed no identification of any deviations, errors, omissions or non-conformances during manufacturing process. There is enough evidence to support that devices from work order (B)(4) were assembled in accordance with allergan medical procedures and specifications.

Event description:
Per follow-up, physician reported, "the sizers have not been re-sterilized before use, the nurses simply removed the particles and cleaned the prosthesis. Devices have been kept as usual in our institution: ambient temperature, in their initial packaging (packaging allergan). The implants are never to be opened before surgery. Its only when the physician decides which implant will be implanted that they are taken out of the allergan boxes. I really don't think that the particles could provide from the environment they were kept, because we didn't came across similar case since this report." Further clarification was received to confirm that the sizer had not been used before, had not been previously sterilized, and was removed directly from the allergan packaging. The particles were noticed when the sizer was removed from the packaging.

Manufacturer narrative:
The initial MDR decision on this complaint deemed this event not reportable. However, upon review, it was deemed a reportable malfunction and is being reported late. This deviation has been captured in investigation CAPA (B)(4). To date, no clarification has been received to confirm whether this device had been re-sterilized by the healthcare professional or was directly out of box. Device labeling addresses: "preliminary product examination: prior to use, examine the re-sterilizable sizer for any evidence of damage or particulate contamination. Do not use damaged or contaminated re-sterilizable sizers." Device history record summary: review of DHR for work order (B)(4) did not identify any deviations, errors, omissions or non-conformances during manufacturing process. All gel breast implants were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications. There is enough evidence to support that devices from work order (B)(4) were assembled in accordance with allergan medical procedures and specifications.

Event description:
Pharmacist reports: "fine particle plastic (diameter 1.5 cm) transparent (cellophane type) on sizers for anatomic implants (not for sizers for round implants). The sizers were therefore washed and still used to allow the installation of prosthesis, surgeons were notified of the defect and clean the sizers to avoid leaving particles 'inside the patient'." Back-up device was not used as the physician "washed and still used" the device.